Event description:
It was reported that the patient became hemodynamically unstable during post-operation observation following implantable cardioverter defibrillator implant. It was found that the patient's right ventricular lead had perforated the right ventricle. The lead was explanted and replaced. The patient was recovering without complications.